Event description:
At approximately 9:30am the customer woke up and tried to take a blood test, but she lost consciousness. The mother called an ambulance and ran a blood test on her daughter using the contour next link. The reading was 112mg/dl. The mother gave her something to make her conscious, but specific information was not provided. It was not clear if the reading of 112mg/dl was obtained before or after the patient was given somehting to raise her glucose. When the patient arrived at the hospital she was given sodium chloride. She was dishcarged at 11:30pm. A new meter was sent to the customer.